Event description:
A malfunction alarm, specifically code malf 12, was reported, but there was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue returned.